Event description:
It was reported that during testing, the device was initially found to not be displaying a heart rate in the paddles lead. Upon further testing, it was observed that the device was not detecting the qrs rhythm through the paddles lead and would consistently show a "motion detected" message when in AED mode. This failure would not allow the device to deliver therapy in AED mode with a constant "motion detected" message. There was no pt use associated therapy reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the reported failure to be a failure of an integrated circuit chip, designator u7.